Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced ¿a bad infection,¿ "infection in belly area," and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. The event was manifested by what the patient described as ¿a lot of abdominal pain¿ and "not able to hold fluid.¿ it was unknown if the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient subsequently passed away. The cause of death was reported to be due to natural causes as well as the infection. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced abdominal pain and an infection in their belly in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).